Event description:
On (B)(6) 2011, a male pt underwent aaa and common iliac artery aneurysm repair. A main body and two iliac legs for left side and two iliac legs for right side were placed. Regarding right side, iliac legs were extended into external iliac artery. In (B)(6) 2011 (exact date unk), the pt claimed pain of lower extremity even when seated position or standing position at another med facility. On (B)(6) 2011, the pt visited this facility and it was confirmed the right iliac legs were occluded with thrombus. Thrombus in the right iliac legs were removed with a balloon catheter and another MFR's stents (12mm6cm and 8mm8cm) were placed. Blood flow to lower extremity was observed. The pt was fine after the procedure.

Manufacturer narrative:
(B)() - occlusion is labeled in the IFU. Event eval: still under investigation.